Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted the third-party service agent to report that their device would not deliver a defibrillation shock during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to verify the reported issue. After performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted the third-party service agent to report that their device would not deliver a defibrillation shock during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.